Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6)2020. The patient stated they had pain and an infection at the sensor insertion site. The patient consulted with a healthcare personnel (hcp) on 06/16/2020 who prescribed an antibiotic; it is unknown if it was topical or oral antibiotics. At the time of report, the skin reaction was healing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2020. The patient stated they had pain and an infection at the sensor insertion site. The patient consulted with a healthcare personnel (hcp) on (B)(6) 2020 who prescribed an antibiotic; it is unknown if it was topical or oral antibiotics. At the time of report, the skin reaction was healing. No additional patient or event information is available.